Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that an ophthalmic tip broken when screwing tip to the handpiece and part of the tip stuck on handpiece at the unknown timeframe of cataract surgery. Procedure completion details and patient impact have not been provided. Additional information has been requested but none received till date.

Manufacturer narrative:
The returned sample was visually inspected and was found to be nonconforming with the threads observed to be broken off with only a part of the metal cannula sticking out of the wrench. When removing I/a tip from wrench it was observed that the hub ribs were twisted in a spiraling motion. No functional thread check or occlusion/leakage could be performed due to the broken condition of the I/a tip. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The complaint evaluation confirms the I/a tip was broken. The evaluation was unable to confirm the report of a fitting problem due the broken condition of the I/a tip . Because the sample was returned open, how and when the I/a tip became broken cannot be determined from this evaluation. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive for the reported fitting problem and broken tip, further investigative or manufacturing actions are not warranted at this time. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the event happened before surgery prior to the operation. Surgery was completed after replacing new handpiece. No patient impact was reported.